Manufacturer narrative:
The download data showed that the device generated an 0x40 alarm during operation, indicating that the rotational sensor maximum open count was exceeded. A rotational sensor malfunction was observed at the end of the download data. The device was reset and rerun. The device delivered a 5u bolus. The hazard alarm was not replicated during the rerun. Rotational sensor malfunctions were observed in the rerun. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. An internal leak was observed to exit from the unexposed portion of the soft cannula. This damage was .239" from the nailhead. Corrosion was observed on the commutator cap. The damage in the unexposed portion of the soft cannula can be confirmed as the cause of the internal leak, observed corrosion on the commutator cap, and the hazard alarm.

Event description:
It was reported the patients blood glucose level rose above 250 mg/dl and the pod alarmed while wearing the pod between 4 and 24 hours. No treatment was provided.